Event description:
A field engineer (fe) was performing planned maintenance on a vg system at a customer location. The fe was tightening a screw using an allen wrench, the allen wrench slipped off causing his hand to come in contact with a sharp edge. As a result, the fe sustained a cut on one of his fingers, requiring three stitches and a tetanus shot. The fe was wearing surgical gloves but no cut resistant gloves.

Manufacturer narrative:
Investigation revealed there was no defect of the system involved or its planned maintenance service instructions. The service engineer failed to properly follow ehs guidelines, did not observe the area before inserting his hand and also did not use proper equipment (cut resistant gloves). Service personnel are trained on nuc systems and ehs guidelines. These guidelines include use of ppe in the form of cut resistant gloves for fru replacement that involves replacement of parts in tight spaces that have the potential of pinching. The service engineer was wearing surgical gloves but no cut resistant gloves.

Manufacturer narrative:
Date of manufacture unknown. A follow-up report will be submitted when the investigation is complete.